Event description:
Boston scientific received information that this pacemaker showed varying longevity. The battery longevity showed 2.5 years, 0.5 years and 2 years remaining during checks. A boston scientific technical services (ts) representative explained how longevity management works in the remote monitoring website. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device still remains implanted. The clinical observations cannot be confirmed yet. This report will be updated upon receipt of additional information.